Event description:
It was reported that the customer ran a test plug to check if the transmitter is working since the customer keeps having issues with his sensors. Customer's blood glucose level was 38 mg/dl. Customer was advised that the minilink is functioning correctly. Customer was advised to use reconnect old sensor. Transmitter passed the test. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-62944.